Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported their ins did not perform properly and quit working due to old age. Patient also reported they lost interest in their device. Consumer would like to have their device removed but they are hesitant as they are fearful of the consequences. No further information reported.

Event description:
Information was received from a family member of a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The following event is considered a sudden change in therapy/symptoms. Patient has experienced a loss or change of therapy and it stopped working for them. The patient hasn't made any adjustments and would like to have the system removed. The surgical risks for implanting the system apply to removal of system were reviewed. Patient was redirected to their healthcare provider (hcp), but the caller said the patient doesn't have one. A physician listing was offered, but the caller declined. No device issue and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.